Event description:
It was reported by the biomedical engineer that an error was incurred by the device. There was no patient involvement reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.